Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges friction and wear from the metal implant cause the release of toxic metal ions into the patients body resulting to injury, pain, discomfort, soreness, bone loss, impaired adl and emotional distress. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the blood heavy metal increased and surgical intervention

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.